Manufacturer narrative:
Corrected information: data logs were reviewed on 12-jan-2017, not 12-jan-2016 as initially reported.

Manufacturer narrative:
(B)(4). As per subsidiary, the customer is continuing to use the unit. The manufacturer technical support specialist reviewed the logs on 06-jan-2016 and the results were: 'on (B)(6) 2016, the system is powered up at 3:22:42 pm, and shut down at 3:37:02 pm. A perfusion screen is never opened on (B)(6) 2016, but the provided picture shows a perfusion screen open and the time is 12:01:15. There is no indication on (B)(6) 2016 that red x¿s would have been displayed, or that ¿batteries cannot be charged¿ (also in the picture) would have occurred.' This complaint is related to (B)(4) / medwatch #1828100-2017-00036, 1828100-2017-00037, 1828100-2017-00038.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) displayed an error message. All of the alarms were disabled, only pressure readings were available and the roller pump is still running. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 15-jan-2017: the certified clinical perfusionist received an email from manufacturer on january 15, 2017 with regard to this incident. According to reports, about 100 minutes into cardiopulmonary bypass (cpb), red xs appeared over a number of device icons on the ccm. Red xs appeared over all of the pumps, the abd, and the level sensor icons. In addition, pumps could be controlled only with local controls and it was not known if safety systems with associated pump responses were functional. The pumps remained functional for the procedure and they were able to be controlled with local speed knobs. Nothing was changed out during the procedure and there was no need to handcrank any pumps. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per subsidiary, the parts will not be returned for evaluation. They already purchased network interface card (nic) cable and service engineer completed replacement onsite. The unit operates to manufacturer's specifications. The complaint was confirmed by the subsidiary. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.